Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow-up will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a heavily calcified, 70 % stenosed lesion in the distal superficial femoral artery. The 6mmx40mmx80cm armada 35 balloon dilatation catheter (bdc) was advanced to the target lesion, however during the second inflation the balloon ruptured before reaching 20 atmospheres. The armada 35 bdc was removed and a non-abbott bdc was used to complete the procedure. There were no adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulties appear to be related to circumstances of the procedure.